Event description:
(B)(6) 2022 - the consumer claims the product smelt like it was burning. Injuries did not occur. The consumer did not provide ther name or contact information. The consumer is from canada. Our customer service team provided the consumer with the canadian support number to contact.

Manufacturer narrative:
(B)(6) 2022 - since the consumer is from canada, our customer service representative provided the consumer with the canadian support number for assistance. An investigation will not occur in the us office.